Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient showed up in the ER with an acute infection in her metal on metal s-rom prosthesis. There was also a good amount of metallosis that was needed to clean out. The surgeon performed a washout and an exchanged of the head and the liner components. Original implant date was unknown. No surgical delay noted. Doi: unknown. Dor: (B)(6) 2020; right hip.